Manufacturer narrative:
This product is not marketed in the us. Patient code: narrowing of the angles, secondary intervention, lens repositioning. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a lens in the patient's right eye (od). Excessive vault and narrowing of the angles were noticed. The lens was then repositioned. After the reposition, the surgeon believed that the footplatess may have not been positioned properly. The patient's iop is fine and vision is good.